Event description:
Device malfunction: loss of vessel access. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, as the device was lifted to locate the arterial wall, the device pulled out of the artery with the locator wings remaining deployed. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. A follow-up report will be submitted with all additional relevant info.